Event description:
The customer reported that the unit shut down and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician reported that upon evaluation of the ventilator, it would not power on. The service technician noted review of the ventilator diagnostic code log indicated a ventilator restart occurrence during operation. The service technician was unable to duplicate the reported event. The service technician replaced the power switch. Extended self testing and performance verification testing was completed and all tests passed per operating specifications.